Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported cardiac arrhythmia and low flow event could not be conclusively established through this investigation. Evaluation of the submitted log files did not confirm low flow events. The controller event log file captured transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The remaining log files captured the pump operating as intended, and no low flow events were captured. The patient remains ongoing on heartmate 3 left ventricle assist system (lvas), serial number (B)(4). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 after receiving shocks from their implantable cardioverter defibrillator (ICD) following an episode of ventricular tachycardia (vt)/ventricular fibrillation (vf). The patient experienced dyspnea and dizziness but denied chest pain and anginal symptoms. Ventricular assist device (vad) interrogation revealed one low flow alarm. An echocardiogram was performed on (B)(6)2022 and the left ventricle did not appear significantly dilated while the right ventricle was unable to be assessed. Speed was decreased from 5300 rotations per minute (rpms) to 5200 rpms. The patient had a history of vt on amiodarone since 2018 and the ICD was implanted prior to the lvad. It was unknown if the arrhythmia in this event was device related. The patient received intravenous magnesium sulfate and mexiletine was added to the patient's medication regimen. The patient's arrhythmia resolved.